Manufacturer narrative:
Exemption number: e2014018. The actual complaint sample was returned for evaluation, a supplemental report will be forwarded at the completion of the investigation. The date of event is currently unknown.

Event description:
It was reported that the device contains scratches after implant.

Manufacturer narrative:
(B)(4) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Investigation: a visual and microscopic investigation was made. The gliding surface of the available nn240 shows visible scratches and small surface damages. There are no visible foreign material inclusions. The underside of the nn240 also shows small damages. There are also visible traces due to the explantation. This case was discussed with a specialist from product management. The provided x-ray figures and operation reports do not contribute to a clarification for the root cause of the mentioned failure. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been check and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably usage related. Rationale: the DHR has been checked. There are no indications that there is a material or manufacturing problem. It can be excluded that the nn240 was delivered in such a scratched condition. We assume that the visible scratches and small damages are due to third body wear. It could be possible that the operator used too much bone cement and/or removed the excess bone cement not completely. As a result of this, hardened bone cement particles entered between the joint surfaces and caused the mentioned damages. No CAPA necessary.